Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please provide further detail of the event? Was the device closed on tissue when it was attempted to be articulated? If yes, did the device jaws not open after this attempted articulation? If yes, how was the device removed from the tissue? Other than the jaws of the device not opening, was any other portion of the endocutter damaged? If yes, please provide further detail of the damage.

Event description:
It was reported that during a lower anterior resection procedure, surgeon appears to have tried to articulate the stapler while closed. This resulted in a broken stapler that wouldn't open anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: was the device closed on tissue when it was attempted to be articulated? According to the surgeon it was not completely closed, but according to the assistant it was. If yes, did the device jaws not open after this attempted articulation? No it did not open at first, but after some attempts to manipulate the stapler using forceps/clamps and with the handle it opened. Other than the jaws of the device not opening, was any if yes, please provide further detail of the damage. MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.